Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
Soft cannula was in the deployed state when the device was received. Inspection of the device found the soft cannula to be torn and shortened. The timing and cause of the shortened soft cannula could not be determined. No housing or environmental seal damage was found. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 55 pulses. The firing flat was in the expected vertical position for deployment. Although the needle mechanism was reset and fired properly during the investigation, the reported cannula did not deploy event could not be determined.